Event description:
Per the audiologist's report, compliance measurements could not be obtained for this patient 2 weeks post-implantation. The patient also complained of poor sound quality as well as dizziness when blowing his nose. External equipment was swapped but this did not help the situation. Integrity testing was consistent with normal device function. A CT scan revealed air and fluid in the cochlea. The surgeon planned to explant the device and resolve the issue of air and fluid in the cochlea. Plans for reimplantation have not been reported.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.